Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; therefore it cannot be determined what the cause of the detachment failure was. As all other reported events occurred as result of the detachment failure an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during coil embolization of a ruptured aneurysm at the internal carotid-posterior communicating artery (ic-pc), the subject coil did not detach as expected. The physician decided to retrieve the coil but in the process of retrieval, the subject coil became entangled to an already positioned coil, stretched, and protruded in the internal carotid artery (ica). A stent was placed to secure the coil against the ica wall and the subject stretched coil was left in the patient. The procedure was completed by implanting other coils.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization of a ruptured aneurysm at the internal carotid-posterior communicating artery (ic-pc), the subject coil did not detach as expected. The physician decided to retrieve the coil but in the process of retrieval, the subject coil became entangled to an already positioned coil, stretched, and protruded in the internal carotid artery (ica). A stent was placed to secure the coil against the ica wall and the subject stretched coil was left in the patient. The procedure was completed by implanting other coils.